Event description:
Nurse from (B)(6) has contacted sales rep to inform that the real time egm was not available in the transmission of the (B)(6).

Event description:
Nurse from hospital (B)(6) has contacted sales rep to inform that the real time egm was not available in the transmission on (B)(6). Can you please explain the reason for the lack of egm?